Manufacturer narrative:
Batteries engaged at all times until they were completely removed from the moves® are able to power a moves® until they are completely removed from the moves® battery bay. A potential hazard when removing an engaged battery is the risk of sparking. During normal use, sparking could oxidize the battery/system contact potentially causing slightly decreased service life. This does not have an immediate impact on the user or patient. The connection where the spark would cross is well recessed and cannot be accessed by the user or patient. The area around the connection points is metal and is not combustible. Generally sparking can pose problems in explosive gas environments. A spark in an explosive environment could cause an explosion or fire. The moves® system is not to be used in explosive environments. Use in explosive environments in not a requirement of our system and the manual states in section 7.2 "warning! Do not use the moves® system in the presence of explosive gases." However the unintentional potential use of the device in explosive gas by the military may exist on some aircraft. In this case, the power supply charger is not used when in flight, so inserting a battery in this state will not create a spark, as the system itself will not be demanding power or supplying power to the port. Likewise, if the battery is not being actively used in the system (e.g., system using the other pack as this pack has already drained and power source has switched to the other pack), there is low risk of a spark. The risk of spark does exist when the active battery is pulled from the system. A small spark between well recessed connection points may occur. As the area around the connection points is metal, the only flammable material is the gas. This is the only time we have seen this battery failure in the product's lifetime. Additionally, no sparks were observed when the batteries were removed from moves® battery bays. Although the severity of harm in an off-label environment would be marginal (minor injury), the probability of sparking is believed to be remote.

Event description:
Context: during a recent FDA inspection which concluded on november 19, 2015, the FDA investigator cited an observation in the form 483 provided to the company at the end of the inspection: "a correction or removal, conducted to reduce a risk to health posed by a device, was not reported in writing to FDA. Specifically, a correction and removal conducted in 2013-2014 as a result of complaints involving moves system battery malfunction was not reported to FDA. "Moves" is an emergency ventilator with suction, oxygen concentrator and multi-parameter patient monitoring capabilities." The FDA investigator disagreed with tri's conclusion that the battery malfunction did not present a potential harm to patients. Thus, the company is now reporting the nonconformities through emdr and the field corrective to the agency as a voluntary recall. Additionally, a corrective action (car-0071) was included in the form 483 response to the FDA responding to the inspection observation. Complaint description: during training at medlog det sup co clb-451 in (B)(4) found that the following qty (5) moves® batteries were not functioning as intended - moves® batteries: mb201308024, mb201308029, mb201308034, mb201308035, mb201308046. The batteries exhibited various problems including the following: - charge level of batteries was not indicated on the batteries or moves®: battery status light indicators on the battery were not lit and the moves® did not show a battery charge level, indicating that the battery was dead; however the batteries were recognized by the moves® (the moves® battery status icon should battery connection) and the batteries powered the moves®, even though the moves® showed no current to batteries. - battery status light indicators would not light up when power supply was connected to moves®. - charge level of battery is indicated on moves® without the battery latch lowered. The battery powers the system even with the latch up. - battery charges only to 45%. Note: moves® batteries are operator-removable and hot-swappable. The batteries are easily interchangeable and replaceable. The moves® is powered by one battery at a time; though two batteries should be installed in the moves® at all times unless switching a battery. These malfunctions were identified when no patients were connected to the moves®. They did not result in any harm to a patient. This was not an adverse event, nor were there any adverse events related to this product problem. However, tri acknowledges that under certain circumstances, recurrence of these malfunctions could result in patient injury due to the possibility of delayed treatment. The batteries were returned on RMA-3632 for investigation. Car-0061 was initiated. Root cause analysis: en line not functioning correctly and d10 (protection tvs) and/or the en line on the processor were not operating correctly, resulting in the batteries being engaged at all times until they were completely removed from the moves®. This failure should only occur if the ien2 line is connected to a voltage exceeding 3.3vdc or under ov. The external connection in the upper battery rack is supposed to be a simple connection to the battery ground terminal (connector pin 3 to pin 7/8). Possible causes; I) during pcm testing, the test magnet used to activate the reed switch, if uncovered, could short the reed switch (which is len and ien2) to the red wire going to the core pack (+vrail). The work instruction depicts an uncovered magnet. This area is particularly susceptible in testing as the pad area around the wire is masked during conformal coating and appears to leave the reed switch terminal also uncoated. Ii) some test instrument or machine in the field has a battery connector with a short between pin 2 and 3. This would likely blow the trace between ping 3 and 7. Immediate correction for qty (5) moves® batteries: the failure investigation at tri showed that mb201308034 operated as intended. Mb201308024, mb201308029, mb201308035, mb201308046 were repaired. D10 and u2 on the battery pcm pwas were removed and replaced. The battery core packs were successfully re-tested. The batteries were reassembled and successfully retested. All test jigs at tri were verified to not have this issue as well as all systems returned as part of car-0060 (MFR report number: 3005803793-2015-00002) were verified to not have this issue. Corrective actions: for products in distribution: tri checked the functionality of the moves® batteries by performing a test protocol. For those products that tri did not check the functionality of, a user advisory was issued with instructions to perform the test and test results were provided to tri by the customer. A total of qty (B)(4) batteries were in distribution at the time of this corrective action. Product identified as nonconforming as a result of this test was corrected by tri. For new product builds: internal work instructions were revised with instructions to ensure that test magnets are always insulated. Assembled battery tests were revised with instructions to ensure that batteries enable and diasable correctly.